Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with cefalotin (1g, for one week) and ceftazidime (1g, day 1 and 2) for the event. At the time of this report, the patient outcome was unknown. Pd therapy was discontinued. No additional information is available.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with cefalotin (1g, for one week) and ceftazidime (1g, day 1 and 2) for the event. At the time of this report, the patient outcome was unknown. Pd therapy was discontinued. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.